Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The device was replaced on (B)(6) 2024. It was not stated whether the device would be returned. No additional adverse patient effects were reported.